Manufacturer narrative:
Additional information was received that the patient's ipg was replaced due no longer taking a charge. The patient was doing well post-operatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.